Manufacturer narrative:
An event of paravalvular leak (pvl)was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported pvl could not be conclusively determined. The patient effects of heart block and pseudoaneurysm could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code:

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) it was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting (act) levels were 155-268s and heparin was administered. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. The valve was implanted at a depth of 3.07mm on the non-coronary cusp (ncc) and 3.74mm on the left coronary cusp (lcc). After the procedure, a post-implant balloon valvuloplasty done with a 23mm non-abbott balloon due to moderate perivalvular leak (pvl). During hospitalization period, the patient had a left bundle branch block (lbbb) and pseudoaneurysm occurred. There was no treatment required.